Event description:
The customer reported that the nibp (non-invasive blood pressure) is not functioning. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.